Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7060000.

Event description:
It was reported that the patient experienced inadequate stimulation. It was also reported that when patient turning the stimulation up it caused pain and discomfort in the genitals, ribs and will cause difficulty breathing. The patient underwent an explant procedure and the explanted device components will not be returned as they were kept by the facility.